Event description:
The patient reported they had a stroke about two years prior to the report, and it was hard to remember. They did not know if it was related to the pump, and they did not know what caused the stroke. They were in a coma for a few months. The patient stated they had to learn to walk ¿all over again¿; that ¿they were not giving the patient an IV or anything, and they thought they were going to have a heart attack, and that was what woke her up¿. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).